Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant, the patient has only felt stimulation on their left side. The patient met with a rep to calibrate their device after implant, the rep had the stimulation at 0.2 volts but the patient felt stimulation in their left quadrant abdominal area that was too strong / too powerful, and they could not feel stimulation anywhere else except for when they breathed or coughed. The patient reported that they were suffering because they believed the rep should have informed the doctor of their sensitivity to the low settings so they could get a "local" and have the leads repositioned. The patient was concerned that if their lumbar pain gets worse, if they would be able to increase their stimulation without doing any harm. It was noted that the patient believed their leads were sitting too close together and that they had veered off closer the left side of the spine. It was noted that during the trial the patient got stimulation across the band of the lower back and into the hip but with the permanent implant, they were only getting some relief in the lumbar region. It was reported the ins had been placed in the patient's left hip and the patient was unsure why but stated it may have been due to their scoliosis. The rep reported that when they met with the patient in post-op recovery and for post-op programming, the patient had not reported any complaints to them. The rep also reported that the patient only has one paddle lead, so they were unsure what the patient was referring to about their "leads" being too close together. The rep suggested to patient services to redirect the patient to the doctor to schedule an reprogramming session. When the patient called back they were redirected to their doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on december 7, 2018. They reported they had talked to a manufacturer representative (rep). The rep explained that the reason why their adaptivestim (as) was not changing when they went to lay down was because the patient needed to wait longer before changing positions when programming the as. The cause of the intense stimulation they felt when they would stop moving and/or cough, was not determined but they speculated that the lead may have moved within the space around the device. No surgical intervention has been planned or scheduled yet because the patient was going to have another neurosurgeon review their case. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that they would be standing and change the stimulation to 1.4, then lock in the change/lock the controller and would then lie down. Once they laid down they could feel stimulation at 1.4 even though they knew they made that change in the standing position and "locked it". They also noted that they would be mobile at 2.0 and the system was doing what it should. They would stop/cough and the stimulation would intensify. This happened no matter the setting. A representative noted they would contact the patient. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that they would be standing and change the stimulation to 1.4, then lock in the change/lock the controller and would then lie down. Once they laid down they could feel stimulation at 1.4 even though they knew they made that change in the standing position and "locked it". They also noted that they would be mobile at 2.0 and the system was doing what it should. They would stop/cough and the stimulation would intensify. This happened no matter the setting. A representative noted they would contact the patient. No further complications reported.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted to get their implantable neurostimulator (ins) reprogrammed. The patient was seeing a new health care provider (hcp) regarding some issue they were having. The implanted system was sitting on the left side and the patient needed the leads moved over because they needed stimulation on the right side. In the meantime the patient was recommended to get a reprogramming to see if they could get temporary coverage on the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. They reported they were not getting the relief they anticipated getting and stated it was because of the programming they received in the recovery room. They requested assistance with finding a new doctor for a 2nd opinion because they have not heard back from their doctor. They requested a call back to discuss the follow up letter they received. Follow up to the patient will be conducted. On (B)(6) 2018, the patient provided additional information. They reported they had met with a rep a few weeks after implant so the rep could show them how to program their device and use their adaptive stimulation feature. The patient had their standing position set at 1.4 volts (v) and had locked the stimulation in place. Their lying down setting was set at 1.0v. When the patient went to lay down, the stimulation did not reduce to 1.0v but remained at 1.4v but showed the lying down position, which the patient had confirmed by checking their programmer. They reported their settings for walking were fine until they would stop or cough, at which point the stimulation would intensify no matter what setting they had it at. The patient does not know what the problem is and expressed that they are confident that they know how to follow the instructions in the manual. A request was made to meet with a manufacturer representative (rep) to show the patient how to set their adaptivestim so it works correctly for them. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wasn't getting adequate coverage and met with a manufacturer representative for adjustment. The patient was getting strong stimulation on the left side and minimum. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient inquired about how they could obtain the programming reports from their trial. They stated that they got great relief during their trial and wanted to see if their permanent implant could be programmed the same way. They noted that they haven¿t gotten relief since being implanted, which could be because the stimulation has only covered their left side, and it covered both sides of their body during the trial. The patient stated that they were currently seeking a second opinion from a different healthcare provider regarding their programming. No further complications were reported or anticipated.